Event description:
It was reported that the patients ipg would charge and then die within an hour or two. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.